Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7074240/7076376.

Event description:
It was reported that the patient had a urinary tract infection after an implant procedure and was placed on antibiotic, however infection started at the battery site and had contact with equipment. They believed that urinary tract infection right after implant could have been the cause and unknown if it was device related. The patient underwent an explant procedure and the devices were not returned.